Event description:
It was reported to globus that at the patient's three month follow-up, radiographs showed that the xpand spacer had reduced in height. The initial surgery took place (B)(6) 2013.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number was provided. No evaluation could be performed as the implant remains in the patient. No revision surgery is scheduled, as the patient is doing well and back to work.